Event description:
It was reported that the patient presented with high capture thresholds. A fluoroscopy was performed, and it was discovered that the left ventricular lead was pulled back due to possible patient manipulation or ¿twiddling¿. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.